Event description:
A patient reported that the implant didn't seem to be doing what it was supposed to do, especially at night, and they were experiencing a return of bladder symptoms. The patient said they had felt the stimulation at first, but no longer felt it and they were not getting a >50% reduction in symptoms. During the report, they increased stimulation on program 1 from 2.3 to 2.4v and felt stimulation in the correct area. The patient will follow up with their healthcare provider for further programming adjustments. The implantable neurostimulator is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Event description:
Additional information was received regarding the patient which indicated that the patient wanted to increase stimulation. At the time of the call the patient's therapy was turned off and the patient reported that they had not used their patient programmer (pp) since (B)(6) 2016. The patient went on to state that they had not felt stimulation in a long time and had a couple of surgeries in (B)(6) 2017. The patient has been getting up at night for the past 1-2 months and going to the bathroom more often. The caller indicated that after turning stimulation on the patient's lack of stimulation was resolved. The changes were not reported to have been sudden and the patient was advised to follow-up with their healthcare provider (hcp) to have the device checked. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.